Event description:
Seven months after implantation of a taxus express2 2.75 x 20mm drug eluting stent, an in-stent stenosis occured. The target lesion was located in the proximal obtuse marginal (om) 1 artery. No info was reported on the tortuousity or calcification of the original lesion. During the original procedure, the pt received nitroglycerin, heparin and integrillin. During the reintervention 7 months later, a cypher stent was used to revascularize the lesion, no pt complications were reported. Pt status is reported as satisfactory.